Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed and resumed device use. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient underwent a skin flap thinning procedure on (B)(6) 2023. The recipient is recovering well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's retention issues reportedly resolved. The recipient is using the device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly had a thick skin flap and underwent a skin flap thinning procedure. The recipient presented with retention issues. External equipment was exchanged; however, the issue did not resolve.